Event description:
It was reported that; while doing a tlif the syringe on the acculif pl inserter would not expand the cage. The pressure gauge indicated that no pressure was being generated and it appeared as though the handle was "free spinning".

Manufacturer narrative:
Correct lot code: 03181402method: device inspection and device history review.results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. It was confirmed that the peek pawls of the syringe are deformed. The peek pawls engage with metal threads on the syringe plunger and hold the plunger in place allowing the syringe to supply hydraulic pressure to the implant.conclusion: the plausible root cause is design related.

Event description:
It was reported that; while doing a tlif the syringe on the acculif pl inserter would not expand the cage. The pressure gauge indicated that no pressure was being generated and it appeared as though the handle was "free spinning".